Manufacturer narrative:
The device will not be returned to boston scientific for analysis as it remains implanted in the pt.

Event description:
It was reported during posterior communicating artery aneurysm (pcoma) coiling, before the stent was completely covering the aneurysm neck, the shaft fractured. The physician decided to release the stent and used a second stent to overlap the first in order to completely cover the aneurysm neck. The procedure was completed and the pt is reported to be in stable condition.